Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 no additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional information: it was reported that patient underwent mid urethral sling retropubic by boston scientific advantage fit, urethral calibration and cystoscopy on (B)(6) 2009 due to urodynamic stress incontinence and overactivity. No additional information was provided. (B)(4).